Manufacturer narrative:
Report confirmed. Eval determined that the foot was damaged by tool contact. The motor that was used was also returned and no malfunction was identified on evaluation. It was confirmed that there was no pt impact. Event date estimated. The user manual does include the instruction "a tactile and audible click is observed indicating that the dissecting tool is fully seated." The user manual also contains the following warning #the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissection tool may cause injury to pt, operator and/or operating room staff."

Event description:
A report was received stating that while "I was in the room helping with an emergency crani, one of the residents noticed the foot of the drill broke off. I cannot tell you if he was the one using the drill or not. The drill was put together by a tech in the or who is not usually in neuro. That is all I remember about the incident. "On follow-up it was noted that the detached portion was quickly retrieved. Another attachment was used to complete the case. It was confirmed that there was no pt impact.